Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 20261493.

Event description:
It was reported that the patients ipg was no longer charging. It was noted also that patients leads fourth tail had fractured and had high impedances. The patient underwent a battery and lead replacement procedure. The patient was doing well post operatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was no longer charging. It was noted also that patients leads fourth tail had fractured and had high impedances. The patient underwent a battery and lead replacement procedure. The patient was doing well post operatively. The explanted device will not be returned per hospital policy.